Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: no. D10: returned to manufacturer on: na. H6: investigation summary: a complaint of leakage of a product was received from the customer. Photo samples were provided to aid in the investigation of this defect. In the photo, the area of the leakage could be seen, however leakage of the product was not observed. A device history record review was completed by our quality engineer team for provided lot number 0064465. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined as a physical sample was not provided for testing. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd connecta¿ stopcock leaked when pushing fluid through. The following information was provided by the initial reporter: "leakage when pushing fluid through. Using this products as a replacement as the usual product has been recalled. This item leaks when pushing fluids through. We use radioactive substances in our department and the risk of exposure to staff is high for a spillage of radioactive substances."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock leaked when pushing fluid through. The following information was provided by the initial reporter: "leakage when pushing fluid through using this products as a replacement as the usual product has been recalled. This item leaks when pushing fluids through. We use radioactive substances in our department and the risk of exposure to staff is high for a spillage of radioactive substances."